Event description:
Noise can be seen on the ff and rv channels beginning in (B)(6) 2024. Inappropriate nst detections have been made, and ventricular monitoring episodes have also been detected. The short rv interval counter has been incrementing. The patient was not transmitting via hmsc until (B)(6)2024, therefore there are limited lead trend data that are available. Full lead evaluation recommended. Lead remains implanted. No adverse patient events were reported. Should additional information be received, this file will be update.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.